Manufacturer narrative:
Investigation closed on 07/22/2024. Additional information: e1(event site postal code - (B)(6)). A getinge field service engineer (fse) found equipment with over-temperature warning. Change compressor, calibrate and check operation for more than 70 hours. Equipment suitable for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) does not work. There was no injury or harm reported.